Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: - the entire image was blurred due to damage to the charge-coupled device (ccd) unit - the entire image was blurred due to sliding error of movable range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector in addition, the following non-reportable malfunctions were found during the device evaluation: the tip ccd glass and beam glass are broken, the bending rubber leaks, the insertion tube is scratched and wrinkled in many places, the angle is insufficient, the taper sleeve is damaged, the remote control button is loose, and the light guide hose is wrinkled and scratched. In addition, there are color spots in the white balance cup of the image. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report the following issues with the videoscope: insufficient angle, broken sheath, and crimped insertion tube root. These defects were found during reprocessing after an unspecified procedure. There was no report of patient injury as a result of the event. Upon inspection and testing of the customer returned device, olympus found the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation.